Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 51.5cm was returned for analysis. External insulation abrasion was noted at 26.6-26.9cm and 28.3-28.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 10.6-13.0cm from the distal tip. Internal insulation abrasion was noted at 14.6-15.7cm and 29.1-30.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.